Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 6+. The patient anatomy was challenging, as it was not clear where the septal leaflet ended and the posterior leaflet began. Two clips were implanted without issue. A third clip was advanced to the tricuspid valve, with the intent to deploy at the posterior and septal leaflets. Visualization was noted to be difficult, due to the patient anatomy and this being the third clip; however, the clip was able to grasp the leaflets. It was felt that the leaflet insertion was good; however, after clip deployment, it was noted that the clip had detached from one leaflet, but remained attached to the chords of the other leaflet (slda). As the clip was not mobile, and the tr was reduced, no additional intervention was performed to treat the slda. It was unknown which leaflet the clip detached from, as it appeared that the clip was implanted on the anterior and posterior leaflets, although it was intended to be deployed on the posterior and septal leaflets. It was thought that some tissue damage occurred; however, nothing that affected the tr reduction. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue damage and foreign body in patient as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The device was used for a tricuspid valve procedure. It should be noted that per the instructions for use (IFU) the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use did not likely contribute to the reported single leaflet device attachment (slda). Based on the information reviewed, the slda and poor visibility were due to challenging patient anatomy. The reported tissue damage and foreign body in patient appear to be procedurally related to the slda. There is no indication of a product issue with respect to manufacture, design, or labeling. D1: brand name